Event description:
It was reported that the procedure was to treat a lesion located near to a side branch in the left anterior descending artery. There was angiographic evidence of preexisting thrombosis; therefore, pre-dilatation was performed prior to stenting. Immediately following deployment of the 3.5x23 mm xience xpedition stent thrombosis formed again. Thrombus aspiration was performed and angioplasty was performed for treatment. The patient is reported to be well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency and the product was not returned. Patient effect of thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.